Event description:
It was reported via e-mail that the sensors had inaccurate readings. The caller stated that the first sensor was more than 30 points off and the customer received a calibration error message. Then the customer received a loss sensor alarm in the middle of the night while wearing the second sensor. The customer called and reported being in the emergency room with high blood glucose of 260mg/dl. The caller mentioned that the customer had fever, chills, and dialysis catheter got infected. The customer was connected a new catheter on the other side of her body and treated with antibiotics, which cause her glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.